Manufacturer narrative:
A5) patient ethnicity - not available from facility. B7) other relevant history - not available from facility. H3) a portion of the device was discarded, and a portion remained within the patient, thus no product investigation could be performed. H6) lld cut/cap is a known risk of complication with use of the lld. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) lead due to non-function. A spectranetics lld ez lead locking device (lld ez) was inserted into the lead to provide traction. Beginning with a spectranetics 14f glidelight laser sheath, along with a spectranetics visisheath dilator sheath, on the ra lead, the glidelight was activated; however, blood was noted to be coming out of the pocket. The glidelight was removed, and more blood was coming from the pocket. Therefore, the CT surgeon was called into the room to hold pressure in the subclavian area. A subclavian perforation was detected and repaired (MDR #3007284006-2025-00064), and the decision was made to abandon the extraction. Failed attempts were made to unlock the lld ez from the ra lead, so the lead, along with the lld ez, was cut and capped and remained in the patient. The patient survived the procedure. This report captures the lld ez within the ra lead, which was cut and capped and remained in the patient.